Event description:
As reported, approximately 3 months and 21 days post implantation of a 23mm sapien 3 valve in the aortic position the device was explanted. Per medical records review, the patient underwent a valve in valve procedure with a sapien 3 valve in a surgical valve in aortic position. Approximately 2 and a half months post tavr the patient was admitted with gram positive bacteremia and started on IV antibiotics. The patient was readmitted a week later due to mssa bacteremia and refractory diarrhea. Tee and MRI showed an aortic root abscess. It was decided to explant the thv and surgical valve in order to replace the aortic root. Approximately 2 and a half weeks after readmission, the patient underwent an aortic root and ascending aortic replacement, coronary artery bypass x 3 and redo aortic valve replacement with a 21mm konect resilia bioconduit.

Manufacturer narrative:
Additional information added to b5 and b7. Corrected information in h6: health effect - clinical code, device code and investigation conclusions. Per medical records review, the thv was explanted in order to treat a patient pre-existing condition. There was no report of an edwards device malfunction or adverse event related to an edwards thv device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 23mm sapien 3, 3 months and 21 days post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry, approximately 3 months and 21 days post implantation of a 23mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.